Event description:
The patient reported that implantable neurostimulator (ins) was re-implanted deeper on (B)(6) 2016 because it was put in wrong. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.